Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the patient has had a gradual onset of symptoms since sunday or monday. It was stated that patient had been experiencing shoulder/arm pain and tension, further noting that the patient's hand had gone into a claw. Patient also could not walk without a walker and could not sleep as well. It was mentioned that the issues have been worsening. The issues were so bad that they ended up turning stimulation off last night, and the patient was currently sleeping. Caller confirmed that no programming adjustments had been made around the time of symptoms onset. It was reported that patient was camping and hit their head on a shelf. Caller was redirected to the health care professional (hcp) and have the system assessed. No further patient complications were reported/ anticipated as a result of this event.